Event description:
It was reported that an unspecified number of minicaps had a connection issue with a minicap extend life transfer set. The reporter stated that the caps had been falling off of the set, and the patient changed transfer sets due to the issue. The patient was treated prophylactically with keflex (500 mg, twice daily for three days, route not reported) for the event. Follow-up with the reporter found that the patient did not have further issues using the new transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 1 of 2 for this patient/event.

Manufacturer narrative:
(B)(4).as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).